Event description:
Event desc: while placing a feeding tube using a cortrak enteral access sys device a right lung placement resulting in a pneumothorax occurred. (As confirmed by x-ray). The images of the procedure sent by the customer clearly indicate right lung placement early in the procedure.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed.